Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that row board cables need to be reassembled. A field service engineer, reseated cable on board pins and booted back up to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es had drawer failure. The customer stated that the users were able to use alternative means to get meds. There were no adverse events or injuries reported based on this incident.